Manufacturer narrative:
Investigation is complete to date. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a patient infection. Magnet use was also discussed. No further adverse patient effects were reported. A request was made for product return.